Manufacturer narrative:
Eua #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. One of the samples were retested on the veritor and the result was negative, the other was confirmed negative with pcr test method. There was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: it was reported that two false positive result they obtained in their facility on (B)(6) 2021. How many specimens were discrepant (fp or fn)? 2 samples. Was the patient(s) symptomatic when tested on the veritor plus analyzer: were patients symptomatic or asymptomatic? Screening test ¿ no known exposure? One person asymptomatic and another symptomatic. Screening test - known exposure that is currently asymptomatic? Asymptomatic but dr recommended testing? On average how many tests do you run per week? Around 25. Was there any patient impact as a result of the false result? No. Sample collection: what type of sample was collected? Nasal swabs. What swab was used to collect the sample (was the swab included in the kit used)? Swabs from the kit. How long after collection was the swab tested? Within few minutes test workflow: how long was the sample incubated? Walk away mode, 15 minutes. How many drops were added to the sample well on the test device? Was walk-away mode used or analyze now mode? 3drops, walk away mode. Were the kit qc swabs tested and if so, did they pass? Yes, and it passed. Results: is the customer reporting a false positive or false negative? Fp. Did the customer visually interpret the result or did they insert into the analyzer to determine the result? Used analyzer. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Retested one sample with bd veritor system and another with pcr.

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. One of the samples were retested on the veritor and the result was negative, the other was confirmed negative with pcr test method. There was no report of patient impact. Eua # (B)(4) the following information was provided by the initial reporter: it was reported that two false positive result they obtained in their facility on (B)(6) 2021. L how many specimens were discrepant (fp or fn)? 2 samples l was the patient(s) symptomatic when tested on the veritor plus analyzer: l were patients symptomatic or asymptomatic? 1. Screening test ¿ no known exposure? One person asymptomatic and another symptomatic 2. Screening test - known exposure that is currently asymptomatic? 3. Asymptomatic but dr recommended testing? L on average how many tests do you run per week? Around 25 l was there any patient impact as a result of the false result? No l sample collection: l what type of sample was collected? Nasal swabs l what swab was used to collect the sample (was the swab included in the kit used)? Swabs from the kit l how long after collection was the swab tested? Within few minutes l test workflow: l how long was the sample incubated? Walk away mode, 15 minutes l how many drops were added to the sample well on the test device? Was walk-away mode used or analyze now mode? 3drops, walk away mode l were the kit qc swabs tested and if so, did they pass? Yes, and it passed. L results: l is the customer reporting a false positive or false negative? Fp l did the customer visually interpret the result or did they insert into the analyzer to determine the result? Used analyzer l what type of reference method was used to confirm the result (pcr, viral culture, etc)? Retested one sample with bd veritor system and another with pcr.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (select: material # 256082), batch number 0359182. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The complaint was unable to be confirmed. A trend was identified for false positive results. Based on the trend, a corrective and preventive action 1878253(CAPA) was initiated. The root cause could not be identified.